Event description:
It was reported that an arteriotomy closure of the right external iliac artery was attempted with a prostyle device after a peripheral interventional procedure using an 6f sheath. The intention was to use right common femoral artery access, but due to the patient¿s size, the right external iliac artery was inadvertently punctured, and the decision was made to continue the procedure via this access site. Reportedly, the prostyle device functioned as intended and the knot was successfully advanced to the vessel wall, but hemostasis was not achieved. The sutures were intentionally cut and removed. The sheath was upsized to an 7f to confirm there were no issues with the access site. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 1494 clarifier- incorrect anatomy. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The prostyle device was used in the in the right external iliac artery. The perclose prostyle suture mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.